Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported they now have a premature contact-bite due to aligner treatment. No further information was provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. A DHR review was conducted with no discrepancies noted. The product was confirmed to have been released meeting all specifications.